Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A nurse reported that there were small air bubbles coming into the eye during a vitrectomy surgery. This event lead to visibility issues during the surgery. The event was not related to any consumable lot, but related to the system in staff's opinion. There are three systems at the facility and at the time of this report it was unknown which system was used. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary. The system was examined. A company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Additional information was received through a company representative. The hospital staff doesn't believe any longer that the event was related to the consumables, but to a priming issues with the system. The system would not be fully clearing the bubbles. Additional advice has been provided to the hospital staff by a company representative to help with the reported issue.